Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot part # 441.690s, lot # 110l816, manufacturing site: werk selzach, release to warehouse date: 25 nov 2022, expiration date: 01 nov 2032, and supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 441.690, non-sterile lot # 2029p33, manufacturing site: werk selzach logistik, release to warehouse date: 13 nov 2022, and supplier: synthes USA hq.

Event description:
It was reported that on (B)(6) 2023, the patient underwent the osteosynthesis for the radial proximal fracture. During last torque, the locking screw passed through the plate and was over-inserted. Although the surgeon tried to remove the screw, it spun idle and could not be removed. The surgery was completed successfully within 30 minutes delay. No further information is available. This complaint involves two(2) devices. This report is for one (1) lcp prox-radiuspl2.4 f/rad neck shaft 2h. This is report 1 of 2 for complaint (B)(4).